Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The mako pka was performed for a patient with right knee osteoarthritis on (B)(6) 2024. The surgery was completed successfully. However, hematoma was found on the right knee on (B)(6) 2024. The facility reported that the patient was recovering well.